Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to the service department of olympus. The service department of olympus checked the subject device and found that the cable had multiple cracks. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that water intruded into the cable from cracks and the electronic circuit was destroyed. Then, communication between the processor and the camera head became impossible and this phenomenon occurred. The break of cable might be due to user handling. Omsc presumed that reprocess and storage of the subject device with tweezers, forceps or scalpel resulted in break. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to the service department of olympus. The service department of olympus checked the subject device and found that the reported phenomenon was duplicated.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a maintenance, image disappeared and only color bars appeared. There was no report of patient injury associated with the event.